Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
One expedium 5.5mm closed polyaxial driver (product code: 2797-18-100, lot numbers: gm3292002) were returned to the complaints handling unit (chu). The broken driver tip being broken off had been confirmed. The results of the fracture analysis found that the driver from lot gm3292002 shows signs of plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload failure. This suggests the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended around the cannulation. A review of the device history record (DHR) was performed on the expedium 5.5mm closed polyaxial driver (product code: 2797-18-100, lot numbers: gm3292002). No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Placing iliac screws and both tips snapped off on either screw. Particles were removed from patient.

Manufacturer narrative:
(B)(4) is incorrect and should be (B)(6) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate